Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation it was reported, the patient was not hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. The peritonitis was manifested by turbid (cloudy) capd effluent, abdominal pain, and fever. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with gentamicin intraperitoneally and cefacidal intramuscularly (doses and frequencies were not reported). At the time of this report, the patient was not recovered from the event. No additional information is available.